Event description:
It was reported by the user facility that during an arthroscopy the pump flow was erratic. The pump did not alarm. It was reported that the pt's upper thigh swelled. A fifteen minute delay occurred. Surgery was completed without the pump. No other medical intervention reported.